Manufacturer narrative:
We received the pump on 07/27/2016 and we started the evaluation. A first accuracy test was performed on the pump in accordance with standard iec (B)(4): the pump appears to be compliant to the specifications. We will carry on other specific tests in order to simulate the conditions of use of the pump. As soon as the pump evaluation is concluded, a follow-up report will be sent. No consequences for the patient after the event. The patient has always two pumps with her during treatment. A replacement pump was sent to the patient by the distributor.

Event description:
According to the patient (who suffers from pulmonary hypertension), the pump has flow variance. The flowrate is set to 1ml/day, but according to the patient the flow decreases during the last 24 hours of a cycle, and increases after battery exchange. The patient doesn't have any measurement equipment, but concludes the flow variance from different symptoms, which can be attributed to under- or overdosing (dyspnoea, insomnia, diarrhoea, anxiety, vertigo).

Manufacturer narrative:
We asked for the pump to be returned to our facility for the analysis. Once the device was returned we performed the following tests: flow accuracy test performed in accordance to the standard iec 60601-2-24. Flow accuracy test performed by simulating the conditions of use of the patient: flowrate 40 ul/h, new battery, same syringe batch and same infusion set model of the ones used by the patient. After performing the tests described above we can state the following: the results of the first test show that the mean flow measured is 0,0402 ml/h with an overall error of +0,434% that is within the specification limits (± 2%); the results of the second test show that the mean flow measured is 0,0405 ml/h with an overall error of +1,242% that is still within the limits (± 2%). Given the above, the results of the analysis do not confirm what is reported by the customer. The pump remains in the company for scrapping, since it is over its expected life (4 years). A new pump has been supplied to the customer by our distributor. No consequences for the patient after the event.